Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter present inside the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, error e227 was not confirmed. Based on the results of the investigation, the most probable cause for the additional finding of foreign matter present inside the auxiliary water channel was: cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited error e227.the issue occurred during inspection for use. There were no reports of patient involvement.